Event description:
Boston scientific crm received information that the right atrial (ra) lead had dislodged and was unable to be repositioned due to tissue on helix. A new ra lead was successfully implanted in the patient. The hospital retained the original ra lead, so therefore it will not be returned for analysis.

Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.